Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient noticed the fluid leak at the end of treatment while disconnecting. Patient had no adverse effects. Sample has not been returned to the manufacturer.